Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 17-dec-2023, UDI#: (B)(4), product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with severe aortic insufficiency and a mean gradient of 80 millimeters of mercury (mmhg), a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon. During final deployment, the valve moved up to the zero position. Although there was an issue with the expansion of the valve, the expansion was completed. While removing the delivery catheter system (dcs), the nose cone caught the edge of the inflow and dislodged the valve. The valve was pulled up with a snare and a second bav was performed with a 23 mm balloon. Subsequently, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop2329us product lot number: unknown product type: 0195-heart valves implant date: on the initial medwatch, product sn (B)(6) was reported as a system report. Product serial number (B)(6) should have been system reported on the initial medwatch instead. With the new information received, sn (B)(6) is now additionally system reported because the new information reports that both valves were subsequently explanted. This is a system report. The section d information is for the primary device, which was in use with the following: brand name vlv ev proplus-29us product ID evproplus-29us serial number: (B)(6) use by date: 2023-12-17 UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant the valve, a myocardial infarction (mi) occurred. It was reported that an intra-operative aortic dissection was suspected, which lead to the mi. An ascending aortic replacement, and an aortic valve replacement (avr) were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event descriptoin medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the delivery catheter system (dcs) contributed to the dissection. Following the valve implant, the aortic valve replacement (avr) was performed with a surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remains implanted, and the delivery catheter system (dcs) was discarded, therefore no analysis can be performed. Images were not received for review. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolutr instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, it was noted that the patient had severe calcification. This indicates that the probable cause of the dislodgement was patient anatomy. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Per the device IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." In this case, the patient had severe calcification which contributed to the expansion issues. A device history review (DHR) is not required as the product event does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.